Event description:
It was reported that patient underwent a procedure utilizing soft tissue fixation anchors on (B)(6) 2012. During the procedure, the suture snapped on three soft fixation anchors below the anchor sleeve. The surgeon elected to leave these anchors in and implanted three new anchors on top of them to complete the procedure.

Manufacturer narrative:
This event refers to three different fasteners from the same lot. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number five states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.